Manufacturer narrative:
Device was not returned due to covid19 pandemic and no device evaluation was possible on the actual device. Retained samples were inspected and no failure or abnormality was observed. Also, the product's device history records (DHR) of current inventory were reviewed and no nonconformity was found. Ezcare is well stablished device in the market and we have never had any report similar to this incident. This could be due to not following the provided direction for use in selecting the proper size and/or following the other guide lines. Per complaint ratio calculation the incident seems to be very rare to happen. This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
Consumer reported skin erosion after 12 hours of using a free sample of the device for her (B)(6) son.